Event description:
It was reported that there were multiple errors. No patient injury was reported.

Manufacturer narrative:
This MDR was generated under protocol (B)(4), as a result of warning letter cms# (B)(4). Manufacturing device history record review was not performed because the results of the complaint investigation do not indicate a problem with the manufacture of the device. No causes or potential causes of the customer's reported problem were found during the review of service and repair records. Visual inspection observed that the device was missing right plunger case. Internal plunger components sent in ziplock bag. Bottom case cracked by l bracket. During the power up process, the reported problem was duplicated. Check syringe plunger sensor at power up and force sensor bridge test found at power up. The root cause of the reported issue was found to be the right plunger case, timing plates, springs, push block, and gear cam were removed from the plunger head by thee customer and the force sensor was defective. Installed missing right plunger case and correctly reinstalled timing plates, springs, push block, and gear cam. Replaced the force sensor and the plunger cable as a preventative measure. Performed preventative maintenance and all functional testing which passed.